Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to an " inappropriate package design¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported even appears to be alleging an even against as damaged packaging and the no patient involvement, labeling review was not performed as it is unlikely that the user would cause this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the package was found to be broken so it was not kept sterile and was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the package was found to be broken so it was not kept sterile and not used.